Event description:
Nformation was received from a patient (pt) regarding an implantable neurostimulator (ins). During the call, pt stated they haven't used the therapy in a couple years because it was not working for them since probably early 2022. Agent asked - pt stated they first started seeing rep for reprogramming within a month of being implanted and then about 2-3 more times after that. Agent asked - pt stated they never told the doctor about the issue and hasn't seen hcp in awhile. Agent documenting reported information. Patient responded via letter stating that they weren't sure what the cause of the therapy not working was. They do remember someone saying that wires had slipped a little bit, but was not sure if that was the problem. There were no steps taken to resolve the issue. The tech changed the settings a little bit with no effect, they never checked in again, and patient felt like they did not need to call. Patient states that the issue has not been resolved and they would like it removed. Pt states it feels like muscles may be pulled around it.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 19-feb-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.